Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level went as high as 500 mg/dl. Customer was sick, had a few seizures, experienced high blood glucose and was in the hospital for weeks. Customer was wearing the insulin pump at the time of hospitalization and then they were placed on insulin drip. Customer had high blood glucose, kidney issues and brain issues.